Event description:
Radiometer reference number: (B)(4). According to complaint, the customer reported that on 04nov2025, when the nurse opened the packaging of a safepico70 (lot number cj05) to collect an arterial blood sample, she found that the needle was rusty. She immediately reported it to the head nurse and did not use the sampler. A new safepico was used to collect the sample from the patient. No harm was caused to the patient.